Event description:
It was reported that patient underwent a rotator cuff repair utilizing anchors in 2009. During the procedure, two anchors fractured and the tip of one remains in the patient. There was no significant delay to the procedure as a result.

Event description:
It was reported that the left ventricular lead exhibited pacing and sensing problems, due to dislodgement. It was noted that the patient's vein was very narrow. The lead was explanted, and the left ventricular port was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.